Event description:
Reportedly during the follow-up performed on (B)(6) 2013, the device was found operating in vvi mode at 70 min-1 (pacing amplitude at 5v in unipolar configuration) instead of ddd mode. Previous settings were reprogrammed successfully at the end of follow-up. An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.